Manufacturer narrative:
A siemens technical support technician informed the customer that they should not run with the siemens login because it left files open that could be altered. The customer did not want any changes to be made to the instrument settings and would continue running with the non-standard configuration banner present. The dimension vista system operator's guide states, "when the non-standard configuration banner is displayed, it indicates that the instrument is running in a manner not approved or validated by siemens healthcare diagnostics. Patient results obtained under this configuration cannot be reported." The cause of the instrument being run while a non-standard configuration banner was present was user error. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens technical support technician was performing troubleshooting on a dimension vista 1500 instrument and discovered that a non-standard configuration banner was posted on the instrument. The non-standard configuration banner was present because the operator was running the instrument under the siemens login information, which should not be done. The operator stated that they run the instrument under the siemens login often so that they can open the instrument lids without halting the instrument.